Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted for treatment of a 90% lesion in the mid-circumflex coronary artery. The lesion was pre-dilated with a 2.5mm by 20mm length ptca balloon. It was not possible for the stent to cross the target lesion. Upon removal of the stent delivery system, the stent dislodged from the stent delivery balloon proximal to the intended lesion site. Therefore, a 2.5mm by 20mm ptca balloon was inserted and used to deploy the stent in the proximal circumflex coronary artery at the site of stent dislodgement. Another manufacturer's stent was then inserted and successfully deployed at the target lesion. The pt was reported to be fine post procedure and there was no additional clinical sequelae related to the event. The instructions for use were not followed for 1:1 pre-dilation which likely contributed to the stent not crossing the lesion.